Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire was broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. The solids that appear to be the contrast had adhered to the device. The distal side of the cutting wire was scorched. The foreign substances had adhered to the cutting wire. No other abnormalities were confirmed except the breakage of the cutting wire. The manufacturing record was reviewed and found no irregularities. Based on the confirmation result of the subject device, it can be inferred that the device was used during the procedure. The cutting wire possibly broke while the output was activating. Based on the past similar cases, a likely mechanism causing the broken cutting wire might be the following: the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
When the user unpacked the subject device, it was found that the cutting wire was broken. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On january 20, 2021, omsc judged that the subject device was used for the procedure and the cutting wire was broken during energization.